Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed by the naked eye with no issues notes. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. Torque testing was also performed on sleeve engagement with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set could not be closed which lead to a fluid leak. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.